Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 291 mg/dl. The patient stated that he feels oaky and everything is fine. The patient explained the keypad issue, he said that the act and esc button are not working properly, down and up arrow button are occasionally working. The customer was asked if he recalls any significant events leading to the keypad issue. The customer respond was he has never dropped it and it only possible moisture might be sweet from his body. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. There was no button error alarm noted during testing. There was no ramping numbers on their own or scrolling bar moving anomaly noted. Unable to verify for failed battery test alarm due to no down button response. The insulin pump was received with minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)